Event description:
It was reported the patient had a fracture implant at tooth site #14 after crown had been in function, with associated abscess. Implant removed and grafted site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided g4: additional PMA/510(k) number ¿ k011028/k013227 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number cmp(B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem. D9: device availability. G3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h10: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. There was bone debris on the external threads. A fracture was identified around collar. Screw fragment identified inside the implant. DHR review was completed for the subject lot number 1255301. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255301 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician placed an implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation

Event description:
No further event information is available at the time of this report.